Manufacturer narrative:
(B)(4). The suspect component has been returned to vyaire for further evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop". The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component confirmed and duplicated the reported complaint. The pt800 has failed. This issue will be internally investigated within vyaire.